Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that the: we have received the following two drill bits for investigation: part 310.284 / #lot 2696676 / lcp drill bit ø 2.8 mm w/stop, l 165 mm (manf. Date feb. 2006). The investigation will be merged, since the complaint for the parts are identical. The investigation of the complained drill bits shows that the tip and the cutting edges are rounded and worn. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. A review of the DHR for the provided lot numbers was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The measurable dimensions are well documented and all within the valid specifications. It is likely that the products were an often and intensive used instruments and the complaint condition was caused by regular wear during its 6 & 11 years of lifespan. Check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on these findings, we conclude that the cause of failures is not due to any manufacturing non-conformance's. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital's telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 31.january 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported three (3) separate drill bits are worn and not as sharp as they should be. No patient involvement reported. This report is for one (1) 2.8mm drill bit. This is report 1 of 3 for (B)(4).